Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and returned to guidant for analysis with no reported allegations against device functionality or operation from the field.